Event description:
Left leg pain, left leg swelling, unable to walk info was received in 2005 from a year old pt, with a medical history of osteoarthritis, who experienced left leg pain, left leg swelling and inability to walk. The pt began treatment with synvisc in 2005. The pt received one injection of synvisc into the left knee the same month. A few hours later the pt experienced severe pain and swelling in her left leg. She was unable to walk. The next day she was hospitalized. She was discharged 2 days later, after which she had to use crutches for a further two days. After taking analgesics and naproxen for ten days her symptoms slowly resolved. Her physician decided not to continue the synvisc series. At the time of this report, the pt recovered without sequelae.